Event description:
I was proscribed a philips respironics dreamstation CPAP machine in 2014. It was on the recall list for 2021. I began having issues with this machine 4-5 years ago when I would get up in the morning, my sinuses would drain copious amounts of fluid for hours after removing the CPAP. Not knowing anything about issues with it, I mentioned this to my dr. And we thought it may result from the humidifier. I also noticed around this time with my weekly cleaning of the machine and it's filters that the filters were turning black and I had no thought about the insulation breaking down, but then wonder why they were getting dirty all of the sudden and how it could possibly be coming from my floors. I keep a clean house with mostly all tile floors. The house is dusted and mopped by the housekeeper every two weeks. In the last month I have been told by my doctor, after an MRI and CT scan of my chest that I have a nodule in my lung that is growing. That's not good. Now I wonder what caused this.